Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd received six photos for investigation, which show the sleeve detached from the device and trapped in the stopper of a non-bd tube. The competitor's containment device design is not as robust as bd's, which uses a soft rubber stopper closure material to prevent the sleeve from getting caught. The sleeve compresses on the stopper, allowing the needle to pierce through, and upon removal, it retracts safely over the needle, preventing leakage and allowing safe transfer for further collection. Other stopper designs can occasionally trap the sleeve, causing detachment and exposing the needle. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: sleeve fall off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the sleeve falls off. No patient or user impact reported.